Event description:
It was reported that a spectrum pump will connect to the customer's wireless network, but will not update the master drug library (mdl). Any patient involvement or medical intervention is unknown. It was reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter did not receive and was not able to evaluate the device. When the device is received and the evaluation is complete, a supplemental report will be submitted.